Event description:
The manufacturers international service technician reported a data acquisition pcb adc reference failure occurred when checking the data acquisition pcb to motor controller pcb cable. There was no patient involvement.